Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 7f exoseal vascular closure device (vcd) for closure and hemostasis, the patient¿s occlusion hemostasis was only fair, requiring approximately 20 minutes of manual pressure before blood flow ceased exiting the skin. Fingertip compression was maintained on the skin during removal of the device. There were no reports of patient injury. During the process, the operator found that the plug initially showed pulsatile blood flow, which then stopped and continued to retract until the indicator window turned solid black. When the plug deployment button was ready to be pressed, pulsatile blood flow again appeared to eject from the retraction indicator. The operator believed the intended position had been reached and pressed the button to release the plug. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 7f non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Pulsatile flow was observed from the bleed-back indicator. The bleed-back indicator and the indicator window were not visibly damaged. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. After the indicator window changed to black, there was no pulsatile blood flow at first, then obvious blood flow was observed. The deployment lever was depressed. The indicator window did not show any red color during retraction. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The plug was deployed to the proper location. There were no multiple stick attempts made before access was achieved. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 7f exoseal vascular closure device (vcd) for closure and hemostasis, the patient¿s occlusion hemostasis was only fair, requiring approximately 20 minutes of manual pressure before blood flow ceased exiting the skin. Fingertip compression was maintained on the skin during removal of the device. There were no reports of patient injury. During the process, the operator found that the plug initially showed pulsatile blood flow, which then stopped and continued to retract until the indicator window turned solid black. When the plug deployment button was ready to be pressed, pulsatile blood flow again appeared to eject from the retraction indicator. The operator believed the intended position had been reached and pressed the button to release the plug. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 7f non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm. The puncture site did not have visible calcium/plaque, access vessel tortuosity, a stent near the puncture site, stenosis greater than 50% at or near the puncture site, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Pulsatile flow was observed from the bleed-back indicator. The bleed-back indicator and the indicator window were not visibly damaged. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. After the indicator window changed to black, there was no pulsatile blood flow at first, then obvious blood flow was observed. The deployment lever was depressed. The indicator window did not show any red color during retraction. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The plug was deployed to the proper location. There were no multiple stick attempts made before access was achieved. One photo was attached to the event(B)(6). In the photo, a 7f exoseal unit is observed with the lever pressed and the guard locked, indicator wire retracted, most likely fully deployed. No other anomalies nor outstanding details could be observed on the images provided. A review of the manufacturing documentation associated with lot 18187604 presented no issues during the manufacturing process that can be related to the reported event. The reported event by the customer as ¿plug ¿ inability to achieve hemostasis¿ was not confirmed since due the nature of the complaint, the event reported cannot be properly analyzed and no procedural images were provided. The reported event by the customer as ¿indicator window ¿ incorrect indication¿ was not confirmed since the photo provided had no visualization of the indicator window. Without the return of the device, the cause of the reported event cannot be determined. Possible procedural and or handling factors may have contributed to the event reported. A functional analysis on the unit is required to determine the functionality of the unit. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The photos do not provide sufficient information to determine whether there is a manufacturing-related issue or not and the limited information is insufficient to draw any further conclusions. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.